Event description:
It was reported that; tip of rod inserter came loose during rod insertion.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. No relevant manufacturing issues were found upon manufacturing history review. Upon DHR review, instrument was found to be almost 5 years old. Per email correspondence with the sales rep, the instrument has been used hundreds of times. The possible root cause of this event is normal wear and tear of the instruments.

Event description:
It was reported that's tip of rod inserter came loose during rod insertion.